Event description:
Additional information received from the health care professional (hcp) reported that the actions/interventions taken to resolve the issue included replacing the device.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer's friend or family member via a phone call regarding a patient who was implanted with a neurostimulator for a urinary issue. It was reported that sometimes when the patient goes through security screening devices at stores, their implantable neurostimulator turns off or resets. It was also noted, the patient would get shocked when they walk through (B)(6) and had a return of symptoms (i.e. Bedwetting problems). When the device issues occurred, the patient had to use their patient programmer to turn the ins back on and/or reset their settings. The caller stated all the above issues happened with the patient's first two inss as well. Additional information has been requested regarding actions or interventions taken to resolve the reported issues of symptom return, patient's device resetting, it getting turned off and the shocking experienced when passing through security at (B)(6), but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.